Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline infection. Drainage from the driveline exit site was noted. Their most recent wound culture grew pseudomonas aeruginosa and the patient was on IV antibiotics. They received a heart transplant.

Manufacturer narrative:
Onset of patient's driveline infection reported in manufacturer report number 2916596-2022-12621. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 12 inches from the pump housing. The distal portion of the pump cable and the modular cable were not returned with the device. The sealed outflow graft was returned in 2 pieces. Approximately 5 inches of the proximal portion was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment, and approximately 2 inches of the distal portion of the sealed outflow graft was returned with the device. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-018186 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline. These documents instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.